Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a display (color spectrum) issue. There was reportedly a pixel color change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pixel color change on the display change was not confirmed during investigation. The display screen illuminated to normal contrast and was functioning appropriately during testing. A vertical line was found on the pump display screen. The pump cover was removed; a defective display flex was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.